Event description:
During the follow-up of the device involved in this report, the physician noticed inconsistent follow-up data obtained from device memory (aida).

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filling this MDR at this time. Analysis is pending.